Event description:
A dialysis home patient reported a system error 2240 alarm in drain 3/4 during treatment using homechoice device. The pt discontinued treatment at the time of the alarm, ending therapy early. The pt reported the connection between the pt line of his homechoice set and the transfer set became "loose" while the pt was sleeping. The pt noted the connection was secure when therapy began. The pt noted there was no injury or medical intervention associated witht this incident.